Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient arrived in the emergency room after having two separate episodes of falling, within three days timeframe, due to syncope episodes. Interrogation of the pacemaker and right ventricular (rv) lead, revealed a lead safety switch, caused by high, out of range pacing impedance (greater than 3,000 ohms). Interrogation also revealed oversensing of noise, causing pacing inhibition (greater than 2 seconds) in unipolar setting. In unipolar setting the noise increased on provocation but the noise could not be recreated in bipolar setting. The physician programmed device to bipolar and turned the lead safety switch off. The physician believes there to be a rv lead fracture. The device remains implanted. No additional adverse patient effects were reported.